Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 during a trauma case specifically proximal tibia, the tip of 2 unknown drill bits broke off. The item specifications were 2.5mm gold drill bit from small fragment set, and 2.8mm drill bit from variable angle(va) fragment set. Surgical outcome and patient consequence are unknown. This report is for one (1) unk - drill bits. This is report 2 of 2 for (B)(4).